Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump failed to boot up once installing aa battery, flashing medtronic logo was confirmed. Test p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found heavy moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment. Flashing medtronic logo was confirmed during testing due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and a crack at the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned for analysis.